Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were no scale markings on the bd¿ luer slip tip syringe barrel. The following information was provided by the initial reporter: it was reported by customer that syringe in the pack was warped or melted without numbers on it.

Event description:
No additional information.

Manufacturer narrative:
Two photos were received and evaluated. Through visual inspection, it is observed that the syringe was missing the entirety of its printed scale and the barrel appeared to be pinched about an inch up from the roof of the barrel. The observed conditions were non-conforming per product specification. Potential root cause for the pinched barrel and missing print defects is associated with the marking process. It is likely a barrel was pinched entering the marker and was inadvertently processed through resulting in the missing print condition. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 1061961 is considered in compliance with our product specification requirements. A device history record review was completed for provided lot number 1061961. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.